Manufacturer narrative:
The event occurred on an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient had not yet recovered from the peritonitis. The action taken with dianeal and nutrineal therapies were not reported. No additional information is available.